Event description:
Dealer alleges the on/off switch is not working. Dealer alleged the chair was in use when on/off switch stopped working . He alleged that it was not .he alleged that this is an intermittent problem. Patient has to jiggle the wires occasionally to allow power switch to work. But once it is on it does not shut down.